Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that the ventilator shut down. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator shut down. The patient was removed from the ventilator and transferred to another ventilator. There was no harm to the patient as a result of the event.